Event description:
Spontaneous. Spoke to patient about legacy pump malfunction. Pump will not infuse medication. Serial number (B)(6). Pump will be replaced. Patient is using a functioning back up pump. Pump return tracking information is not available. Photographs were not provided, this is a continuous infusion, set flow rate and volume delivered are unknown, the position of the pump when alarm occurred is unknown. No additional information is available at this time. No missed medication reported. Side effects reported headache and diarrhea. Md aware. Current maintenance dose 152ng/kg/min and pump rate is 31ml/24hr. No other information known at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes. Reported to cvs/caremark by pt/caregiver.